Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no save to disk data could be retrieved from the device, there is no way to confirm this result. Concomitant product: 4470, lead, implanted: (B)(6) 2011.

Event description:
It was reported that the device was not pacing when the patient had bradycardia. The patient was noted to have been lost to follow up. The clinic was unable to interrogate the device and it was determined that the device was at or below end of service (eos) levels. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.